Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, and analyzed. The outer insulation is pulled-out of connector at 2.8cm, and the bonding/backfill was insufficient. There was no sign of bonding of outer insulation. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2014; dtba1d4 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had a potential performance issue due to its insulation separating distal to the pin connector. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.